Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the first firing for laparo gastrectomy/others, the surgeon clamped the tissue and tried to fire the device, however could not. The event occurred during the procedure but the product was not used for patient. The status of the patient: no problem.